Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately thirteen months after the implantation, the patient developed occasional abdominal pain over the course of three days. On admission to hospital, his driveline exit site was noted to have hypergranulating tissue but had no evidence of pus or discharge. The patient was also noted to be afebrile at this time. Laboratory testing revealed normal white count, procalcitonin and c-reactive protein (crp) levels. Cultures of the driveline exit site proved to be positive for staphylococcus aureus. The patient is reported to be unable to tolerate oral antibiotics and was therefore treated with intravenous cloxacillin followed by intravenous flucloxacillin. Repeated cultures proved to be negative. In addition, the granulation tissue surrounding the driveline exit site was excised at the patient's bedside. He was discharged home approximately two and a half weeks after his admission and is reported to be doing well with outpatient antibiotics for his recurrent driveline infection.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Investigations of complaints with similar circumstances were reviewed; infections are a known risk in patients with percutaneous lines and/or implantable devices, and are a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The most likely origin of the infection can be identified by blood, urine, and wound cultures and related diagnostic testing. No additional information will be forthcoming.